Manufacturer narrative:
The potential for the above-noted event(s) to occur is addressed and/or anticipated in the labeling. As per 21 cfr, part 803.16, this report and info does not necessarily reflect a conclusion by cui corp that the report or info therein constitutes an admission that the device, the reporting entity, or its' employees, or the physician/user caused or contributed to the event reported. Reports are based on info supplied to cui corp without our independent verification as to its accuracy or completeness. It is understood that the info may not represent fact after investigation. Cui corp's approach to MDR compliance is to resolve all doubts in favor of reporting. Filing a MDR pursuant to 21 cfr, part 803.16 does not constitute an admission by cui corp that the device has malfunctioned, nor does it establish the existence of a causal relationship between the event reported and the device. Cui corp does not consider that the assignment of the medwatch eval codes are necessarily an accurate reflection of the results and conclusions of the device eval. Cui corp considers the info provided in this report to be highly confidential, therefore we request that you protect if from any foia request.

Event description:
An incomplete report was rec'd which indicates that device was explanted approx eight weeks after implantation, apparently due to infection.